Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 554 mg/dl, 354 mg/dl and 154 mg/dl when all tests were performed within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she doesn't have the strips that were used and, so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for one of the possible suspect device used. Reference medwatch report for the other suspect device possibly used.